Manufacturer narrative:
Good faith effort attempts were made to try and retrieve further information, but the area sales representative did not provide further information. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient with this right atrial (ra) lead underwent a lead revision procedure due to impedance issues. As a result, this ra lead was explanted and replaced. At this time, this ra lead has not been returned to boston scientific for further analysis.

Event description:
It was reported that the patient with this right atrial (ra) lead underwent a lead revision procedure due to impedance issues. As a result, this ra lead was explanted and replaced. At this time, this ra lead was already returned to boston scientific.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood was present around the helix. Detailed analysis confirmed that the outer coil conductor resistance measured indicated a fracture or broken conductor, located 274 mm from the terminal end. Based upon the clinical observations and the laboratory findings, we believe that fracture characteristics are consistent with clavicle/first rib damage. Good faith effort attempts were made to try and retrieve further information, but the area sales representative did not provide further information. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient with this right atrial (ra) lead underwent a lead revision procedure due to impedance issues. As a result, this ra lead was explanted and replaced. At this time, this ra lead has not been returned to boston scientific for further analysis.